Event description:
It was reported by service report that the foot end jack would not raise and the fowler was stuck. The fowler cylinder was leaking fluid onto the floor. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result other: fowler.